Event description:
After switching to my new CPAP mask, I noticed that I had a feeling of getting stale air while wearing it. I was waking up tired, which is consistent with a CPAP style, not working properly. When I gave the p10 an examination, I discovered that the inside was wet. My thought: I believe the p10, and all similar CPAP devices with a mesh-style exhaust port, has trouble when both the CPAP pressure is low, and the humidity is high. If condensation occurs inside the mask, the exhaust mesh will become restricted, and the pressure isn¿t high enough to clear it. This causes and airflow restriction, which is rather bad for a CPAP device. (B)(4).